Event description:
It was reported air was in the sheath and the procedure was cancelled. A left atrial appendage (laa) closure procedure was being performed. The patient had a thrombus on the transseptal guidewire and sheath, so both were removed and pressure was held on the right femoral vein. A small hematoma was noted so pressure was held. The left femoral vein was used, and the transseptal was successful. A double curve watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The 27mm device was under compressed, so a 30mm device was prepped. The was sheath was getting air in the sheath and would not bleed back so a new double curve was was placed. The 30mm device was inserted and it was noticed the patient had a drop in blood pressure and the sheath was still was not bleeding back. A large hematoma was found in the right groin. The 30 mm device was removed, and the sheath was brought to the right side and protamine was given. Pressure was held to the groin, and 2 units of blood were given. The patient was stable two hours post-procedure. The physician felt that the air was caused by loss of volume creating a low pressure system in the left atrium. The patient was discharged (B)(6) 2021. It was further reported that the patient's blood pressure dropped to 70 systolic during the procedure. The estimated blood loss from the procedure was 500-600cc and the blood loss was femoral only.

Event description:
It was reported air was in the sheath and the procedure was cancelled. A left atrial appendage (laa) closure procedure was being performed. The patient had a thrombus on the transseptal guidewire and sheath, so both were removed and pressure was held on the right femoral vein. A small hematoma was noted so pressure was held. The left femoral vein was used, and the transseptal was successful. A double curve watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The 27mm device was under compressed, so a 30mm device was prepped. The was sheath was getting air in the sheath and would not bleed back so a new double curve was was placed. The 30mm device was inserted and it was noticed the patient had a drop in blood pressure and the sheath was still was not bleeding back. A large hematoma was found in the right groin. The 30 mm device was removed, and the sheath was brought to the right side and protamine was given. Pressure was held to the groin, and 2 units of blood were given. The patient was stable two hours post-procedure. The physician felt that the air was caused by loss of volume creating a low pressure system in the left atrium. The patient was discharged (B)(6) 2021.